Event description:
It was reported that during a gastric bypass procedure, when the device was being closed, they heard the device click. The anvil came off the end of the device. There was no tension on the device. The device was removed and repositioned, and the device cut and stapled correctly. The case was completed with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.